Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent to the 99% stenosed lesion located in the severely calcified, severely tortuous, mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent strut had lifted up. The procedure was completed with a non bsc stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.